Manufacturer narrative:
On 24-mar-2025, the following additional information was obtained: the system functionality was checked upon powering the system on and no issues or errors were noted. There was a severe adhesion, and the customer converted to laparotomy instead. No additional ports were placed or increased. The procedure was converted, and the patient tolerated the change. There was no injury to the patient. No patient information was available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the set up joint (suj) due to customer reported issue. The system was tested and verified as ready for use. Isi received the suj to perform failure analysis. The suj was analyzed and one of the errors was confirmed. A review of the logs confirmed both errors identified during the event. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system which did not trigger any errors at startup in normal mode. The system was left running for a while and then rebooted. The initial error was triggered when exercised and the second error was triggered after the initial error was cleared. The unit was then installed onto a test platform and the unit passed all applicable test. As a result of these findings, failure analysis was able to conclude that the axes controller tornado (act) printed circuit assembly (pca), low voltage differential signaling (lvds) and encoder harnesses and setup fru lower (sfl) pca are consistent with the reported event.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, two separate errors occurred on the universal surgical manipulator #4 (usm). The intuitive surgical, inc. (Isi) technical service engineer (tse) advised the customer to perform a power cycle, but one of the errors reoccurred on usm 4. The tse advised to uninstall all instruments. However, the customer mentioned that they could not uninstall the instrument from the usm #4. The tse then advised the customer to uninstall usm #4 with the port. For an unspecified reason, the customer was unable to uninstall it. The customer performed a hard power cycle of the patient site cart (psc) and emergency power off (epo) but the error persisted. As a result, the surgeon decided to convert the case to open surgery which was completed.